Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had another inappropriate shock. The device sensing vector had been reprogrammed to the primary sensing vector from the secondary vector previously. This shock was also due to the oversensing of myopotential noise. Technical services discussed some new programming options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to oversensing of noise. The device sensing vector was set to secondary at the time of the two shocks. Technical services reviewed the data and stated the noise appears to be myopotentials. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. The device sensing vector was set to secondary at the time of the two shocks. Technical services reviewed the data and stated the noise appears to be myopotentials. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock. The device sensing vector had been reprogrammed to the primary sensing vector from the secondary vector previously. This shock was also due to the oversensing of myopotential noise. Technical services discussed some new programming options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to oversensing of noise. The device sensing vector was set to secondary at the time of the two shocks. Technical services reviewed the data and stated the noise appears to be myopotentials. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had another inappropriate shock. The device sensing vector had been reprogrammed to the primary sensing vector from the secondary vector previously. This shock was also due to the oversensing of myopotential noise. Technical services discussed some new programming options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to oversensing of noise. The device sensing vector was set to secondary at the time of the two shocks. Technical services reviewed the data and stated the noise appears to be myopotentials. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected.>> the device was then exposed to simulated heart load conditions, and the defibrillation were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.